Manufacturer narrative:
The force bipolar has been returned and evaluated by the failure analysis team. The instrument was found to have a one broken grip at the base but not detached from the tip. The broken piece was returned with the instrument. Additionally, the instrument was found to have a broken carbide insert on one grip. The carbide insert was returned, but there is assumption of missing pieces of the carbide that could not be measured in size. The mating grip surface exhibits partial coverage of brazing material. The grips and other components surrounding the carbide insert do exhibit damage that would have contributed to the broken insert (broken grip tips). The complaint was confirmed by failure analysis. The probable root cause of a broken grip tip is attributed to use conditions. Damage to the instrument can occur while performing "off-label" surgical applications, such as needle bending/driving and suture snapping, or mishandling the instrument. Grip-tip fragments may result if the metal injection molding (mim) is not properly retained by the overmold (om) during use. The probable root cause of the broken carbide insert was attributed to damage during use, which may result from applying excess force on the instrument grip tips during handling, insertion, usage (overloading), or removal.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar jaw quit working and locked up. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: jaws were not working at the beginning of the case, and they were unable to even use them on tissue. There was no collision with other instruments and there were no abnormalities noted with the instrument.